Event description:
The original valves were placed one in the chest and one femorally. The patient had little options for implant with poor vascular access and the implant surgery required angioplasty. The femoral implant was moved to the abdomen because of necrosis. The necrosis was thought to have been caused by the pant leg rubbing against the skin. The physician anticipated that this could be a risk but was not able to place another valve in the chest. The patient was visited by the clinical specialist in 3/02 and is doing fine. The chest implant, implanted in 2001 and the abdominal implant are working well and no other issues are reported.